Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose level. Customer reported that two days ago when they took bolus then their blood glucose level was 380 mg/dl and stayed there all day. Customer was not using auto mode feature at the time of incident. Customer kept taking insulin and drank a lot of water and got home and took a shot and blood glucose went down. Customer stated that again the next day he bolus before ate food and his blood glucose went through the roof so they took another shot and do not know if they calibrated wrong or what. Customer reported that the insulin pump was not working. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. Customer declined to further troubleshooting and wanted insulin pump to be replaced. Customer was a farmer and gone all the time and treats off of sensor readings for how he felt and did not test with meter. The insulin pump was not returned for analysis.